Event description:
It was reported that the patient would "switch to a new battery, a larger one." It was reported the battery would be replaced because the neurostimulator(ins) battery only lasted for a day or two, about a day and a half. It was noted if the patient did not charge every day the ins battery died. It was noted that problem started about 6 months prior to report. It was reported the patient was supposed to have the ins changed a while back, but he was not able to get it done yet. It was later reported on (B)(6) 2014 ins battery depletion. The internal unit holds a charge but the patient was getting a new canister on (B)(6) 2014. The ins was being changed because the charge only lasts a day in the ins and they are going to implant one that will last about a week. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).